Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 16 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the stent got dislodged upon removing the stent protector. The procedure was completed with another 2.25x16 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds); was not returned for analysis. A visual examination of the crimped stent found that stent struts were stretched, pulled and misaligned. Stent struts on both ends did not appear damaged. The stent protector inner diameter measured and is within specification. Stent dislodgement most likely occurred due to handling during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 16 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, the stent got dislodged upon removing the stent protector. The procedure was completed with another 2.25x16 synergy stent. No patient complications were reported.